Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, yellow particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii, seroma and bleeding. Device has been explanted and replaced.

Event description:
The reported, capsular contracture has been confirmed, as baker grade ii.

Manufacturer narrative:
Clarification to a2: patient's date of birth was removed from the record, due to german data privacy laws.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade unknown. Seroma and bleeding. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, seroma and bleeding. Device has been explanted and replaced.